Event description:
A patient reported distressing pain following a procedure with a tenex health device for plantar fasciitis. The pain started soon after the procedure and intensified after return to walking. The plantar fascia pain resolved after the procedure and the current pain is apparently a different condition. The patient's MRI images were reviewed by clinicians. A stress reaction, or bony edema, in the heel was diagnosed. Currently, the patient reports some improvement in her condition.

Manufacturer narrative:
Note: the specific model of microtip device used in the procedure was not reported. The tx2 microtip was entered on this report because it is used more often than the other models of microtips. If any additional information is obtained, a follow-up report will be filed. Note: the patient reported a range of time for the date of the procedure. The midpoint of this range was used to approximate the procedure date.